Manufacturer narrative:
17-dec-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush heads as the brush part the bit with bristles on it came off the shaft of the head - oral-b [device breakage], product counterfeit - oral-b [product counterfeit]. Case narrative: 70-year-old male consumer via phone stated that the brush part with bristles on the oral-b precision clean toothbrush head came off of the shaft of the refill. No injury was reported. 17-dec-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads as the brush part the bit with bristles on it came off the shaft of the head - oral-b [device breakage]. Case narrative: 70 year old male consumer via phone stated that the brush part with bristles on the oral-b precision clean toothbrush head came off of the shaft of the refill. No injury was reported.